Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received (B)(4) samples from the customer facility for investigation. (B)(4) of the customer samples were evaluated through draw testing and the customer¿s indicated failure mode of stopper pull-out with the incident lot was not observed as all samples met the required specifications. Additionally, (B)(4) retention samples were selected from in-house inventory and inspected through draw testing for stopper pull-out and no issues were observed as all retention samples met specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the retention samples or returned sample.

Event description:
It was reported that the cap popped off of several 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tubes during the phlebotomy process. There was no serious injury or medical intervention reported.